Event description:
Information received by medtronic indicated that the insulin pump retainer ring had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. The unit p-cap / test reservoir does not lock in place properly. The pump was received with a broken force sensor was detected during seating or regular delivery during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pa broken force sensor was detected during seating or regular delivery. The pump was received with a cracked case (battery tube) missing display window cover and cracked battery tube threads. (B)(4).